Event description:
During shift check, customer reported the autopulse platform (serial #(B)(4)) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message. No patient involvement.

Manufacturer narrative:
The customer reported that the autopulse platform (serial #(B)(4)) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message was confirmed based on the review of the archive data and during the initial functional test. The root cause for ua07 was due to defective load cells. The cracked front enclosure and defective load cells were likely attributed to mishandling, such as a drop. Upon visual inspection, unrelated to the reported complaint, noticed a crack on the front enclosure. The damaged cover needs to be replaced to address the observed physical damage. The likely root cause for the observed physical damage is attributed to user mishandling such as a drop. The archive data indicated several ua07 errors around the reported event date, thus confirming the reported complaint. Waiting for customer's approval on service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with sn (B)(4).